Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation: occupation is lay user/patient. This event occurred in (B)(6). The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a doctor's coaguchek meter. The type of coaguchek meter the doctor used was not provided. The meter result was 3.4 inr the meter result from the doctor's device was 2.6 inr. The results were taken less than 4 hours apart. The customer's therapeutic range is 3.0-3.5 inr. The lot number and expiration date for the test strips that were used to obtain the result using the doctor's meter, were requested but not provided.